Event description:
Patient took anti-inflammatory and painkillers as treatment.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, and "peri-prosthetic collection".

Event description:
Patient reported right side rupture, capsular contracture, baker grade IV, "peri-prosthetic collection," redness, "dilation of the areola," deformity, "skin tightening," and folds. Patient expressed concern about "avoiding a sustained deterioration of my physical and emotional health." Patient was treated with unspecified medications. The device remains implanted. Patient has a history of rupture with previous right side implant.